Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when injecting medicine, there is leakage between the connector at the tip and the tube. The leakage occurs even when the injection is done slowly. The event occurred before patient use/during priming at facility.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: thirty-three unopened and five used nrfit cassette reservoirs (lot 6101798) were returned and evaluated. Visual inspection identified no damage or anomalies as received. Functional leak testing of all 38 units confirmed leakage at the tubing-to-female luer bond in four unopened samples and all five used samples. Further inspection of the leaking units identified spotty solvent coverage and solvent channeling at the luer-to-tube bond interface. Dimensional and tensile testing of affected components met applicable manufacturing specifications. The complaint of leakage is confirmed. Root cause analysis is being addressed under a formal CAPA investigation. No additional complaint-level investigation activities are pending.